Event description:
It was reported that this was bilateral arteriotomy closures of the moderately calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure using proglide devices. Reportedly, no suture was present when the plunger was retracted. This occurred with three devices in the rcfa and three devices in the lcfa. A fourth proglide device was successfully pre-placed in the rcfa. The sheath was upsized to an 18f sheath and the aaa procedure was completed. The proglide suture successfully achieved hemostasis in the rcfa. The use of proglide device and the pre-close technique were abandoned in the lcfa. The sheath was upsized to an 18f sheath and the aaa procedure was completed. Hemostasis was achieved using surgical cut-down and manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.